Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient reports never experienced therapeutic effect with the neurostimulator. The device was explanted and replaced with a new neurostimulator. Additional information was requested.